Event description:
St. Jude riata malfunctioning ICD lead. ICD lead malfunction with externalization of conductor coils. ICD misfiring delivering multiple shocks to the patient. The lead was replaced. The patient did well and was discharged.